Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) tachy therapy was turned off. This crt-d device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.